Manufacturer narrative:
The device was returned to olympus for inspection; the following reportable malfunction was identified during the device evaluation: the air and water supply nozzle is clogged; there are foreign objects inside the nozzle. Based on the results of the investigation as it is unknown if the reprocessing was conducted in accordance with IFU or not. The root cause of the foreign material remaining in the device could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in the gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in the gif/cf/pcf-290 series reprocessing manual, chapter 5, reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's air-water supply nozzle is clogged; there are foreign objects inside the nozzle. There was no patient involvement.

Event description:
It was reported that the subject device had foreign matter that has come out from the nozzle. The issue was found during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.